Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient underwent uncomplicated photo refractive keratectomy (prk). Patient presented with bilateral peripheral inflammation on the routine follow up visit. Topical steroid dosage was increased. On post-operative visit, both corneas were clear and the inflammation was resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. (B)(4).